Event description:
It was reported that the pt experienced a loss of therapeutic effect. The stimulation sensation had moved up four inches higher and wasn't quite giving the pt adequate relief. There was no known accident or incident related to this event. The pt rec'd assistance from his physician and/or MFR rep in (B)(6) 2011 and his concerns were resolved. Further info reported that lead migration had been the cause of the event. The device was reprogrammed on (B)(6) 2011. The pt incurred no injury and was receiving good coverage.

Manufacturer narrative:
(B)(4).